Event description:
It was reported that, this right ventricular (rv) lead was an attempt during implant procedure. There were some difficulties with the mandrin at pulling it out. Subsequently, another rv lead was implanted. However, during the left ventricular (lv) lead implantation the other rv lead was dislodged. The physician tried new positions, but it was not possible to position the rv lead. Then, the physician tried another rv lead of a different model, and it was successfully implanted. This rv lead will return for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance integrity. Measurements throughout this test were within normal limits. Visual inspection showed that the insulation was bunched, and conductor coils were deformed in a few places. This is consistent with the lead being placed through a constricted area. The helix mechanism test was not successful, likely due to the bunched insulation and deformed coils. Laboratory testing concluded that the reported allegations were confirmed likely due to the deformed coils.